Event description:
It was reported that the handheld battery was overheating and is humped. A different battery was used on the handheld and it worked fine. The handheld was returned to manufacturer. Product analysis is pending.

Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.